Manufacturer narrative:
D4 primary UDI number corrected. D4 model no. Corrected.

Manufacturer narrative:
Service will be performed by hospital employee or contractor. A ge healthcare service representative recommended the flow sensor to be replaced to resolve the issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported an error causing an inability to initiate mechanical ventilation. There was no patient involvement.